Event description:
During a routine inspection of this olympus showroom demo device, the suction and biopsy channel port of the device was found to be broken. There is no patient involvement as this device is not used for reprocessing of scopes used in procedure.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. During evaluation, breakage of connector in the reprocessing basin was confirmed. Based on the investigation, possible causes may include the following: - the user applied stress to the connector toward loosening direction, and the stress was accumulated - the event may have occurred because the connector was hit by something hard. A definitive root cause cannot be identified. This issue is covered in the instructions for use: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents olympus will continue to monitor the field performance of this device.